Event description:
On (B)(6) 2011 customer reported that the hmx autoloader leaked 10 ml of diluted blood out of instrument and onto the counter top. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found stretched out tubing on the needle bellows. Fse replaced needle assembly and this resolved the issue. No further leaks were reported.

Manufacturer narrative:
(B)(4).